Event description:
Customer reported that the t button on the pump was faulty, requiring extra pressure to turn the pump on or off. There was no reported impact to the customer¿s blood glucose level. The faulty device was expected to be returned, and a replacement pump with a new serial number was provided.